Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer's blood glucose was 238 mg/dl. Troubleshooting was performed and insulin didn't exit during fixed prime in the air. Insulin exited when customer used a plunger to push the insulin through the tubing. Manual prime was performed and customer stated the device alarmed again. Customer was advised that a complete set change is needed to determine where the occlusion occurred. Customer was currently at work and stated he will call back to finish further troubleshooting. Customer is not returning the device for further analysis.